Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI (magnetic resonance imaging) capable device. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred for the last two years from date manufacturer was made aware.